Event description:
Pt called the asante support line to report that he had stopped using the asante snap insulin pump system with eli lilly humalog insulin because of an allergic reaction to the eli lilly humalog insulin. The pt required hospitalization which included blood work, x-ray, and IV. Results came back with high white blood cell count. Physician said it was a virus and not a reaction to humalog. Pt has subsequently attempted to use the asante snap insulin pump system with eli lilly humalog insulin twice but reported having "negative humalog reactions" that prevent him from continuing. Pt is currently in good health and has discontinued use of the asante snap insulin pump system. The asante system is designed for use with eli lilly humalog insulin cartridge, but the insulin is not distributed by asante. Each pt is responsible for obtaining humalog insulin by prescription from a pharmacy.